Manufacturer narrative:
(B)(4). The customer returned an opened cs-25703-e kit for evaluation. Visual examination of the introducer needle revealed one large crack along the body of the luer hub. No damage was observed on the needle cannula. When the needle was placed on the ars syringe the crack would widen, causing a gap. The needle hub was tested for leaks by attaching a lab syringe filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel but was also squirting from the crack in the needle hub. A device history record (DHR) review was performed and no relevant findings were identified. The customer report of a crack in the needle hub was confirmed by visual examination of the returned needle a single large crack was observed on the needle hub body. A DHR review was performed and did not reveal any manufacturing related issues. A CAPA was opened to address this issue. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer alleges that the ars syringe needle hub was broken and fluid leaked. The procedure was finished with a new set and without issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the ars syringe needle hub was broken and fluid leaked. The procedure was finished with a new set and without issue.